Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, after pvi completion, and while creating the roof and bottom lines, the contact force values displayed high multiple times. The patient became hypotensive and a tamponade was confirmed. A pericardiocentesis was performed and yielded an unspecified amount of fluid. The procedure continued. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters at the time of injury included power control mode. There is no information regarding generator settings, overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no error messages reported on any bwi equipment during the procedure.